Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: could you please clarify what do you mean by "the suture frequently broke"? Did more than one suture got broken or did the same one suture that got broken had the issue frequently? Please provide more details. Could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information. Was there any change in the patient¿s post-operative care due to the prolonged procedure? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? How long (in minutes) did the surgery prolong? What tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a resection of "nasal lump" under local anesthesia procedure on (B)(6) 2023 and suture was used. During the procedure, at 10:00 am, the patient underwent resection of "nasal lump" under local anesthesia surgery. When the doctor sutured the incision and tied the knot with suture, the suture frequently broke, making it difficult to sew and tie the knot smoothly. Changed another one to complete the surgery. Extended the surgical time. No adverse patient consequences were reported. Additional information was requested.